Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the blade was partially detached from the balloon. The target lesion was located in fistula. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During withdrawal, one of the metal blades came nearly off and about half of it was separated; the proximal half broke free and was dangling on the balloon itself at about 90 degrees. The device was then removed through the sheath from the patient's body; blades remained on the balloon after removal. There were no fragments left inside the patient's body. No complications were reported and the patient is stable.